Event description:
The customer reported that bleeding continued after sealing. No alarms were heard. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.